Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was positioned successfully and released in the laa. Following the procedure, a trivial effusion was noted. 4 days after the procedure the patient underwent a pericardial tap and 500cc's of fluid was drained from the pericardium. The patient is currently stable following this event.